Manufacturer narrative:
An event regarding damage involving an accolade broach was reported. The event was not confirmed. Device evaluation and results: the device was returned in used condition. Visual inspection of the device noted multiple scratches, indents, abrasions throughout the device. Review of the returned device with a material analysis engineer indicated "damage observed consistent with in-service use." Medical records received and evaluation: not performed as no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed as the reported incident is an isolated event and cannot be duplicated in vivo. Visual inspection of the device noted multiple scratches, indents, abrasions throughout the device. Review of the returned device with a material analysis engineer indicated that the damage observed was consistent with in-service use. No further investigation is possible at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Company representative reported that during the use of the calcar planner on the broach, metallic fragments were produced and then were manually removed from the surgical site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative reported that during the use of the calcar planner on the broach, metallic fragments were produced and then were manually removed from the surgical site.